Event description:
It was reported the defibrillator tripped the lead alert due to oversensing and high thresholds on the right ventricular lead. The lead also had decreased sensing and an increase in impedance. The lead was removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported the defibrillator tripped the lead alert due to oversensing and high thresholds on the right ventricular lead. The lead also had undersensing and an increase in impedance. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found the distal conductor was fractured, distorted and had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay and it was melted. The outer insulation had a cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.